Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation finding of guide catheter detached. Block h11: the advanix-naviflex delivery system was received for analysis. Visual examination of the returned device found the push catheter suture hole and the stent suture hole were torn, the guide catheter was bent and loose within the push catheter. After destructive test, it was observed that the guide catheter was detached from the pull wire hypo tube. No other damages were noted to the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy. Taking all available information into consideration, the investigation concluded that the reported event and observed problems were likely due to procedural factors during the procedure such as the tortuosity of the procedure, the physician technique, and the force applied to deploy the stent, limited the performance of the device and contributed to the reported event and observed problems. Therefore, a review and analysis of all available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was to be implanted in the bile duct during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. During the procedure, the advanix 10f stent could not be detached from the system. The stent was removed, and the procedure was completed using another advanix biliary stent. There were no patient complications reported as a result of this event. Note: this complaint has been deemed MDR reportable event based on the investigation result which revealed that guide catheter was detached. Please see block h11 for the full investigation details.